Event description:
The customer reported intermittently the image froze during fluoroscopy. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards were reseated. It was recommended to replace the image processor and video switching printer circuit board. However, the customer declined repairs at that time. No conclusion can be drawn.